Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.

Event description:
It was reported that following a coronary artery stenting procedure, the pt experienced stenosis. The lesion being treated in the index procedure was a 3.0mm, 100% stenosed, 25mm long portion of the distal circumflex. The physician treated the lesion with pre-dilatation using a 2.5x20mm balloon at 13 atms. The physician then implanted a 3.00x32mm taxus express2 study stent deployed at 12 atms. The lesion was post-dilatated using a 3.0x14mm balloon at 20 atms. Ivus was performed and it was confirmed that the stent was implanted properly. Residual stenosis became 0%, timi flow 3. The pt was discharged 2 days later. At 245 days after the index procedure, stenosis was confirmed. One month later, a target vessel reintervention was performed. The lesion was 90% stenosed, 3.5mm diameter, 10.0mm length. Ballooning was performed, and a taxus stent was implanted. Residual stenosis became 0%. The pt was discharged 3 days later. No further complications were reported.